Event description:
It was reported that the iab was inserted in the femoral artery using an introducer sheath, and that during insertion, the catheter central lumen fractured. Because of this, the iab was removed and replaced. There were no pt complications.